Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hemicolectomy, during extraction of the stapler from the rectum after the anastomosis, there was difficulty in removing the device from the cavity. It was stated that the head of the device was left in the cavity. An x-ray performed for the express purpose of locating the head. The surgeon was able to extract the head of the device with colonoscopy and grasper. The surgical time was extended for 30 minutes or more. It was also stated that additional operation will be performed to correct the issue.